Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Power to camera stays on when the navigation system control room is powered down and the box on the boom is powered down. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation as no parts were replaced.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the localizer of the system disconnected and cycled power 4 times. Turning the boom power switch off and on seemed to resolve the issue. There was no patient impact reported and a delay to surgery of less than one hour.